Event description:
It was originally reported that the patient never experienced therapeutic effect. She was not happy with the therapy. It has never seemed to work. She was at home. The healthcare provider confirmed that the patient experienced no stimulation, pain and possible vision changes. The device sticks out. The device was reprogrammed with no effect. It was noted that the device does not work at all and has never worked. The patient later reported that her device was reprogrammed. She was still having issues with her device, and it was causing side effects. She will probably have it removed.